Event description:
It was reported that the patient came to the clinic having experienced dizziness and feeling unwell and tired. The device could not be interrogated, and the patient was in complete heart block at 35 bpm. The previous device check about three months earlier had shown an estimated longevity of 19 months, and there was a question as to early battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.